Event description:
It was reported that the gastrointestinal videoscope had no image. The issue occurred during the device's setup for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to the repair center and was evaluated. Based on the results of the investigation, the reported failure was confirmed; however, a probable cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.